Event description:
It was reported that during the second lead placement procedure to implant a lead in the right ventral intermediate nucleus, the stereotactic head frame had moved. It was found that the frame screws dislodged. As a result, x-ray was performed and confirmed lead was deep and anterior. Reportedly, the right lead and burr hole cap were removed and the procedure was abandoned to address the issue. Follow-up information indicated cat scan resulted in no abnormalities and patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.